Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found one other complaint on the lot number 9159879 for the same defect. Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action are ongoing. A similar case study was performed based on the same item number, same defect over last four years, one similar case was found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to available information, this device burst while placed in the patient. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device burst while placed in the patient. No other adverse patient effects were reported.